Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, a (B)(6) patient experienced dysuria (slow stream) after altis procedure. Date of procedure: (B)(6) 2016. Date of onset event: (B)(6) 2016. Description of the event: during the 1st postoperative visit ((B)(6) 2016), patient reported that she had the dysuria (slow stream). No treatment. During the 1 year visit ((B)(6) 2017), the patient didn't report this event anymore.